Manufacturer narrative:
Follow-up #1: date of submission 10/29/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: review of the alarm history revealed multiple records of call service alarms (052). On investigation, the pump powered on with normal auditory and vibratory functionality. The display screen remained blank when the pump powered on. The pump was opened for investigation and revealed the display screen was intact without damage. Single component failure of two printed circuit board components was identified as the cause for the blank display.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen on the pump was blank, however, the pump did have audible tones. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.